Event description:
Description of event from customer's complaint notification: at the beginning of a ecc procedure, the physician observed that the arterial blood was "dark" and indicators were incorrect. After a bottle of oxygen was plugged in, an immediate re-coloring and a return to normal parameters were observed. At the end of the procedure, the biomedical engineer of the center controlled the device with an analyzer and evidenced that the gas blend was not efficient. Therefore, they concluded that the blender is defective. No clinical consequence observed. Customer removed the device and sent for maintenance.

Manufacturer narrative:
The device was first inspected by a medical device service agent selected by (B)(4) manufacturer. The inspection found that the device was delivering only 21% of oxygen at what ever setting used. The blender was returned to manufacturer and received on (B)(4) 2009. A visual inspection was performed to ensure no visible damage had occurred during shipment. An inspection to determine if the blender is assembled per the approved configuration was performed. The results are as follows: the label on the side of the proportional block, which includes a warning, has been cut to expose the assembly bolts (figure I, attachment a). There is a white barcode label identified with the numbers (B)(4) on, overlapping the manufacturer's address label located on the flowmeter block (figure ii, attachment a). Blender supply lines have fittings attached that are not part of the approved configuration. The jam nut was found loose and was easily turned by hand (figure iii, attachment b). Oxidation on the brass fittings and teflon tape is an indication that an overhaul of the device may not have been performed at the suggested 2 year interval. The label on the blender side has holes cut to expose the assembly screws. This is an indication that the blender was disassembled. The blender functionality was tested to the approved documentation to determine if the device meets its performance specifications. The results are as follows. The supply pressure fittings were replaced with fittings that could be used to attach to the manufacturer's test fixtures and air/oxygen sources. A leak at the 1000 ml flow meter was found during pressurization. Air alarm activation did not occur until device pressure reached 21 psi. The alarm activation must occur between the ranges of 24 - 28 psi. Balance regulator readings must be within 1% point of the base line reading. In this case, the base-line reading was 59.9%. Readings ranged from 61.5% to 61.8. Therefore, they were out of specification. Conclusion: the blender alarms and balance regulation are calibrated using the same adjustment point. This adjustment is maintained by the jam nut. The loose jam nut will allow the set point to vary depending on how loose the jam nut may become. The operator's manual provides a warning that states. This product should only be maintained and repaired by a factory trained technician or by written instructions from manufacturer. This product should not be modified in any way, except with prior written approval of manufacturer. Unapproved modifications can result in death or serious injury. The operator's manual notifies the user that the performance verification should be performed prior to each clinical usage. This verification includes the performance of an alarm test and test of the full fio2 range. Instructions for an extensive performance verification test is indicated to be conducted at least once a month or more frequently as indicated or desired. The operator's manual recommends a product overhaul every two (2) years to assure proper function and accuracy and that this overhaul must be performed by the manufacturer or manufacturer authorized personnel. A review of the product records indicates that blender has never been returned to manufacturer for an overhaul or service since the device was purchased in 1988. Based on the condition of the blender, the probable root cause of the failure can be attributed the failure in following the recommended service schedule as indicated in the operator's manual.